Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings:the pump display screen was noted to be dim and discolored. Unrelated to the complaint, the pump battery compartment was found to be cracked and the pump was found to be intermittently powering with the returned cap due to the cap detaching. A test cap was able to secure for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was dim, fading, discolored. The reporter indicated that the display screen could still be read safely. The reporter confirmed no evidence of moisture ingress into the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.